Event description:
Athe manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer received information alleging an issue related to a CPAP/ bipap device's sound abatement foam. The patient has alleged to breathing issues, pneumonia, recurrent nasal and sinus issues and other respiratory injuries.. There was no report of patient harm or injury.  There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging breathing issues, pneumonia, recurrent nasal and sinus issues and other respiratory injuries related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue due to use of device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Section h9 was corrected and section h6 updated in the report.